Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no adverse impact the customer¿s blood glucose. Reportedly, the cartridge was reloaded, and insulin delivery was resumed.